Manufacturer narrative:
Product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8590-1, lot # n0053253, implanted: (B)(6) 2006, product type accessory. (B)(4).

Event description:
It was reported that the patient's pump alarmed due to end-of-service. Additionally, it was found via x-ray that the catheter was not in the correct space. The physician believed that the catheter had never been properly placed. The patient didn't have any symptoms, but had never felt the therapy was working. At the time of report, the patient was doing fine and did not want the pump or catheter replaced. Three weeks later, it was reported that the catheter being out of place was confirmed by a catheter dye study performed months prior to report. It was stated that the pump had been stopped for some time due to normal battery depletion the drug used in the system was lioresal.

Event description:
It was reported the catheter was dislodged at the distal segment. A catheter dye study was performed on (B)(6) 2012 with results indicating the tip was outside the spinal column. The patient was hospitalized to evaluate any symptoms when the pump was reduced to minimal rate. The patient did not experience any signs or symptoms. There was no injury. The patient wanted to hold off on explant of the device.

Manufacturer narrative:
(B)(4).